Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection was performed on site did not identify any abnormalities that could have contributed to the reported condition. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the prismaflex control unit issued two consecutive tmp excessive alarms within a few minutes of starting treatment. The cause was reported to be due to a faulty tubing within the machine. A blood loss of 304 ml was reported. The extracorporeal blood could not be returned to the patient due to clotted filters. There was no patient injury or medical intervention associated with this event. No additional information is available.